Manufacturer narrative:
Device passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. All operating currents are within specification. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 400 mg/d to 500 mg/dl. Customer treated high blood glucose with insulin injection. Device passed the high pressure test. Customer wanted the device replaced. Customer agreed to return the device for analysis.